Event description:
It was reported that the flushing pump had a co2 pump issue. This event occurred during a routine inspection. There are no reports of patient harm.

Manufacturer narrative:
No information available for the occupation of the initial reporter or whether they are a healthcare professional the investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
This report is being submitted for correction to g3 of the previous report and to report legal manufacturer's final investigation results. Correction is being made to previously submitted g3 - date received by manufacturer, which was not late. The correct date was 04nov2024. The device was returned and customer allegation of "weak flow" was confirmed. The reported issue was caused by component failure of the pump head. The definitive cause of the pump head failure could not be determined. Based on the investigation, the most probable cause of the complaint is that the performance of the consumable deteriorated as the number of usages increased. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.

Manufacturer narrative:
It was initially reported that there was a co2 pump issue. However, information received by the customer reports that the pump flow is weak. Per the legal manufacturer, this issue is not likely to cause or contribute to a death or serious injury.

Event description:
It was reported that the flushing pump had a co2 pump issue. This event occurred during a routine inspection. There are no reports of patient harm.